Event description:
The user reported that the device leaked medications being administered to post operative heart surgery patients. Monitoring equipment alarmed and the patient's vital signs were reported to be critical. The device was exchanged for another and the medications were resumed. Patient recovered with no add'l intervention. No add'l harm or injury was reported. The user did not provide a lot number.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The evaluation is in process. A f/u report will be submitted when the evaluation has been completed.